Event description:
The customer reported that a pt was connected to two monitors; a philips bedside monitor and a metronix monitor.

Manufacturer narrative:
The customer reported that the pt was connected to two monitors; a philips bedside monitor and a metronix monitor. The customer stated that the values on both monitors showed different nbp readings. The pt subsequently died and the customer noted that a blood pressure reading was still present, that did not represent that of a deceased pt. A philips field service engineer (fse), went to the customer site to troubleshoot the issue. The fse found the monitor working to specifications, and spoke with the hospital staff. The staff did not implicate the monitor in the incident, but wanted to know how it could be possible to have very high values of nibp on a pt, that did not correspond to the physiological status of the pt (deceased). The values of the nibp at the time of the incident were not very high at all, in fact, they were reflective of a serious condition. Based on the provided text info we will consider a phillips device did not cause or contribute to the pt's condition and subsequent death. The very low readings indicate that the pt was dying. The difference in the nibp stated (+-9; mp20 displayed 17/10 whereas the ems's metronix gave 8/6) between the 2 devices would not have changed the pt treatment as both represent an extremely low and non-physiologic blood pressure. There is no specification for the difference between the philips nibp value and a competitor monitor nibp value. The specification for philips nibp value compared to actual is max std. Dev. 8mm hg and max mean error 5mhg. The systolic value shown here is outside the measurement range shown in the IFU (>30mmhg) and the diastolic value here (10mmhg) is the lowest measureable value. The available info is not sufficient to conclude that the nibp function was performed outside its specifications. The device tested to specifications post incident. Due to the nature of the algorithm, it is possible to get a numeric value in the absence of a pulse, by picking up the oscillations of the air in the cuff and/or the physiological changes occurring in the body shortly after death. As the cuff works by the oscillometric method, normally it is picking up the oscillations of the air in the cuff created by the restoration of pulsatile blood flow. For this situation, there was no blood flow, but the cuff did have changing pressures due to the re-inflations and the step bleed of the nbp. This could cause the vibrations in the cuff to mimic pulse. Thus, the device could use this to be a pulse. However, as the strength of the signal would not change, the device would not be able to determine a systolic or diastolic pressure. Additionally, in early death there are physiological changes that occur such as settling blood, muscle fascillations and twitching which could also be perceived as pulsatile. The cuff deflates in steps and the module can misinterpret resulting oscillation as a measurement. It is known that a measurement can, in certain situations, be picked when no pulsatile flow is present. This is technically very difficult to avoid and can be viewed as a limitation of the oscillometric method. The available data supports that this (dead) pt's bp was outside the measureable bp per philips specifications. We will not consider this to be a malfunction. No further investigation or action is warranted.